Event description:
Procedure: left inguinal hernia. Pencil was placed on pt skin and immediately left a burn. The burn was declared minor by the surgeon. The burn was 1 mm in size and located right of umbilicus. Anesthetic: propofol, desflurane. Prep-solution: duraprep. No further info was provided by the reporter.

Manufacturer narrative:
The instructions for use for the conmed electrosurgical pencils state: safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.